Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary bag was confirmed. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. The root cause of this failure was not identified. No particulates were noted on the diaphragm membrane.

Manufacturer narrative:
Gtin/UDI number for item (B)(4) lot 17067135 is 10885403228001. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at completion of a tysabri infusion, the nurse found that the secondary backflowed into the primary infusion backflowed and that they had to administer the entire primary infusion in order to ensure that the patient received all of the medication as ordered. This is only occurring in the neuro clinic. There was no report of patient harm.